Event description:
Customer reported a malfunction of pump with code malf 16-0x20e6. It was unclear whether the issue impacted customer¿s blood glucose level, as no information was provided. The customer was informed that the pump within warranty needed replacement and was given instructions for returning the problematic device and setting the replacement in storage mode for transport. Replacement pump was dispatched after confirming the shipping address, but customer opted not to share details of backup therapy used to ensure uninterrupted insulin delivery.